Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. There was no adverse impact to the customer's blood glucose level. Technical support approved a pump replacement along with tandem charging supplies to enhance customer satisfaction. The customer was advised to use manual injection as a backup therapy and instructed on returning the faulty pump.